Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis. Once the patient was asleep on the operating room, the physician was able to operate the device. Therefore, the procedure was cancelled. There were no patient complications.